Event description:
Boston scientific crm received information that this device oversensed noise resulting in pacing inhibition. The patient is pacemaker dependent however was not symptomatic during these episodes. Attempts to recreate the noise were unsuccessful. Impedance measurements remain stable.

Manufacturer narrative:
The device's sensitivity was changed. The device remains in service. No adverse patient effects were reported.